Manufacturer narrative:
H11: the device was not received for evaluation, but it was inspected on site by a non-baxter clinical engineer . The log files were reviewed and revealed that an alarm air bubble detected appeared as reported about 27 hours within the treatment. The clinical user initiated the procedure of recovery from the alarm condition suggested by the user interface but immediately decided to quit. The user then decided to terminate the treatment, to disconnect the patient and to return the patient blood. An unresolved alarm for patient¿s lines not clamped prevented the blood restitution. A simulation treatment for two hours was performed, and no faults were found on the sensor. The sensor performed as intended. Air in line system self-test (stt) was performed and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. In conclusion, it is unlikely that a malfunction of the prismax machine caused or contributed to the serious event of blood loss and patient symptoms. The machine was returned to for use. Based on additional information received, the prismax machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismax machine when, at an unknown time during the treatment, an alarm condition related to ¿t0792 - air detected¿ was generated. It was reported that the patient became "hypotensive with systolic pressures in the 60s despite high doses of vasoactive drugs. " it was reported that the patient required IV (intravenous) push epinephrine and sodium bicarbonate. The patient also became hypoxic with oxygen saturations below 60%. It was reported that "the patient was taken off the ventilator and manually bagged by the respiratory therapists". The treatment was terminated without returning the extracorporeal (ec) blood to the patient. There was no visible air observed in the set following the alarm. No additional information is available.